Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the black box and alarm history showed multiple consecutive call service 052 peripheral processor communication error alarms. The battery compartment was undamaged and the returned battery cap was intact and was able to fit securely. The pump powered on with vibratory alarm but not auditory. The display had a horizontal blue line at the bottom end. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump's cover was removed and a test display screen was mounted and the piezo spring's contacts were realigned. The pump was able to power up with a fully illuminated display screen and clear auditory sound. No intermittent conditions were found to the printed circuit board or the continuous glucose monitor module. A piezo contact alignment and colored line in the display failures were concluded. (B)(4).